Manufacturer narrative:
The medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that the patient's battery was at 8-18%. The patient had a generator replacement occur. It was noted that prior to replacement the patient was having increased seizures. The explanted generator has not been received to date. No additional relevant information has been received to date.